Manufacturer narrative:
The full number for the product in question is (B)(4). The immucor laboratory tested retention product on 30jun2016, which performed as expected. An immucor field service engineer (fse) visited the customer site on (B)(4) 2016 to assess the instrument used for testing and found it to be operating as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.